Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 16/jul/2019 stating pentax medical video duodenoscope model ed-3490tk/serial (B)(6) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 8 colony forming units (cfu) comprised of the following 6 isolates: positive rods - bacillus pumilus/ b. Safensis; positive cocci - micrococcus luteus; negative rods - pseudomonas oryzihabitans/ p. Psychrotolerans; positive coccobacilli - corynebacterium amycolatum, negative rods - corynebacterium coyleae; negative rods - brevibacillus species. Study number (B)(4). The loaner duodenoscope was received by pentax medical on 01/aug/2019 and is currently pending evaluation.